Event description:
It was reported that a device did not deliver the programmed amount (delivery parameters unk) during an infusion of ketamine. It was reported that the pump alarmed notifying the nurse that the pump had infused 1l of medication. However, the pump had only infused 183ml. It was also reported that there was no pt injury or adverse event related to the under infusion.

Manufacturer narrative:
(B)(4). Baxter's engineering investigation is in progress. When complete, a supplemental report will be submitted.